Event description:
It was reported that the customer experienced multiple occlusion alerts daily. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional follow-up was needed.